Manufacturer narrative:
Qc before and after the event was within the established specifications. A field service engineer (fse) was dispatched and performed instrument cover and glucose channel modifications. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one erroneously low glucose (glu) result of 0.7mmol/l generated by the unicel dxc 600 pro synchron clinical system which repeated at 5.5mmol/l on a different instrument. The result of 5.5mmol/l was reported outside of the laboratory. There was no affect to patient with regard to this event.